Event description:
It was reported that broken haptic during implantation of an intraocular lens (iol) was observed. Iol was partially inserted in eye and removed. There was no delay and no surgical interventions reported. The issue did not affect patient's activities of daily life. The patient outcome was not provided. No further information available. This emdr report is for the second reported lens. A separate report will be submitted for the first lens.

Manufacturer narrative:
Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10 oct 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Product evaluation was performed on the product received. Visual inspection under magnification revealed that the complaint lens was received with the haptic detached. The lens was cleaned and, the lens could be observed to be cracked. No further issues were observed. The complaint issue ¿haptic damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.